Event description:
It was reported that this pacemaker exhibited far field oversensing on the right ventricular (rv) lead channel. Technical services (ts) recommended programming changes for this device and the field rep attempted the changes. Undersensing was noted after the changes were made. Additional changes were made and the device programming was optimized to reduce the far field oversensing. This pacemaker remains in service. No adverse patient effects were reported.